Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were identified on a fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported was the conductor wire's insulation was damaged and missing material. The electrical continuity test was performed and passed. There were no signs of arcing observed. No other damage was found. Failure analysis concluded that the insulation damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the missing conductor wire insulation found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.